Event description:
It was noted that the cine drive on the 9800 system has "flashing" images. It was noted that the substraction mode is operating very slowly. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported failure could not be duplicated. The system was tested and found to be working as intended and placed back into service.